Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time became inaccurate after the pump came out of storage mode. The customer's blood glucose level was approximately 300 mg/dl. Customer corrected the time to resolve the issue.